Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hair loss occurred. The physician implanted a taxus express2 2.5x20mm drug eluting stent to the right coronary artery (rca). A few months post stent implantation the pt experienced hair loss. Additional info regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number of this complaint is unk. A ship history performed identified no potential batches sold to this customer. The root cause is determined to be anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.